Event description:
Facility reprocessing olympus maj-855 auxiliary flushing tube in incompatible cer-1 automated endoscope repressor which tubing and auxiliary water channel of the connected endoscope is potentially not being high level disinfected. Therefore, inadequate or inappropriate reprocessing may cause patient injury via cross contamination.

Manufacturer narrative:
The case states that during a facility visit a medivators clinical specialist observed this facility reprocessing the olympus maj-855 in a medivators cer-1. The cer-1 automated endoscope reprocessor is not compatible for reprocessing of the olympus maj-855 reusable tubing and such reprocessing is in direct contradiction to the medivator's IFU. Medivators has a product bulletin informing users/customers of the maj-855 and it's compatibility with medivators machines. The clinical specialist also reported this facility was not using the disinfectant reservoir thermometer to verify the temperature of the heated disinfectant. Instead, the facility was relying on the digital screen temperature reading. This procedure also directly contradicts medivators IFU and daily quality assurance procedure for the cer-1. It was also observed that this facility was using non-validated tubing and parts to modify hook- ups to reprocess their endoscopes. There is potential risk of illness and injury to the patients, who are to receive procedures using their maj-855 and/or scopes because they have not been disinfected adequately. Medivators company representative has been in communication with the facility in regards to training and other machines compatible to reprocess the olympus maj-855. Also, the facility was educated regarding the appropriate temperature reference and tubing to be used in the cer-1. To date, there are no confirmed reports of patient illness or injury as a result of these issues. This potential complaint will continue to be monitored within medivator's complaint system.